Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the left radial artery. The 90% stenosed target lesion was located in the non tortuous and mildly calcified mid left anterior descending (lad) artery. An 8mm x 3.50mm nc quantum apex¿ balloon catheter was advanced for post dilatation and was initially inflated at an unspecified atmospheres. After the second inflation at 16 atmospheres, the physician removed the device from the patient without issue. Angiography was performed and prior to re-insertion of the device for third inflation, balloon rupture was noted. The procedure was completed with a different device. No patient complications were reported and the patient's condition was good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a nc quantum apex balloon catheter. There was blood in the inflation lumen and wire lumen. There was a pinhole in the balloon material at the distal edge of the proximal markerband. There was an 8mm scratch on the balloon material. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the left radial artery. The 90% stenosed target lesion was located in the non tortuous and mildly calcified mid left anterior descending (lad) artery. An 8mm x 3.50mm nc quantum apex balloon catheter was advanced for post dilatation and was initially inflated at an unspecified atmospheres. After the second inflation at 16 atmospheres, the physician removed the device from the patient without issue. Angiography was performed and prior to re-insertion of the device for third inflation, balloon rupture was noted. The procedure was completed with a different device. No patient complications were reported and the patient's condition was good.

Manufacturer narrative:
(B)(4).